Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file indicated attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). Additional attempt was made with international representative regarding patient information missing from the file and was advised that (B)(6) has a privacy laws that prohibits the transfer of patient data. Therefore, the patient details are unobtainable.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned for evaluation; however, images were provided and reviewed. The denali filter was in an upright position; there was approximately 10 degrees of filter tilt based on the vena cava gram provided; however, it should be noted the images provided were taken in a right anterior oblique view. A guidewire and snare device were demonstrated to be inside the retrieval sheath at the same time as the filter was being retrieved. The snare device was demonstrated to capture the filter around the filter arms just distal to the solid body of snare hook. The snare device was designed to capture a vena cava filter at the snare hook, not around the filter which could cause complications for filter retrieval. Based on the image review, the complaint investigation is confirmed for removal difficulties. Imaging demonstrated that the filter was slightly tilted (less than 15 degrees). It is possible that the small amount of tilt contributed to the reported removal difficulties; however, the definitive root cause is unknown.

Event description:
It was reported that during a vena cava filter retrieval procedure, additional efforts were needed to capture retrieve the filter successfully. There was no reported patient injury.